Event description:
Customer reports that unit alarmed "prolonged pressure" and the manometer read 90 cmh2o. Pop off was set at 35cmh2o; however staff did not hear it releasing pressure. Infant was removed from ventilator and manually ventilated. Pt reported to be "ok", no barotrauma injury reported.